Event description:
Reportedly, without warning, the battery started beeping and within 20 seconds, the unit shut off. The pt was taken off the unit and bagged and then placed on the secondary ht50 unit. The pt had no harmful effects by the reported incident.